Event description:
Two years following the implantation of 2 cyphers, the pt had a f/u cag which showed restenosis in the overlapping area of the implanted cypher. This complaint is from a clinical study. The target lesion was proximal left anterior descending branch (lad). The vessel was an in-stent restenosis lesion with a bms (3.0/18mm: driver), eccentric, diffused, but not calcified or tortuous lesion. The diameter of the vessel was 2.62 mm. Pre-procedure stenosis was 79%, aha/acc classification of the vessel was a type c. The index procedure was an elective case. Radial approach was chosen for the procedure. Pre-dilation was conducted with a balloon (3.0/20mm) at 12atm. Inflation time was unknown. Cypher (3.0/28mm: complaint product) was implanted at 8atm for 16 approximately 30 seconds, at the target lesion. Cypher (3.0/23mm: complaint product) was implanted at 12atm for 16 approximately 30 seconds, at the proximal end of the initially implanted cypher without a gap. Post-dilation was conducted with a balloon (3.0/20mm) at 14 atm. Inflation time was unknown. Timi flow before the procedure was 2 and 3 after the procedure. The residual % of stenosis was 28%. Ivus was not conducted. Approximately two years later, f/u cag was conducted and restenosis was observed at the overlapping area of the implanted cyphers. There was 75% stenosis. The pt didn't show chest pain. To treat the restenosis, poba was conducted with a balloon (3.0/10mm). Inflation time and pressure was unknown. The residual % of stenosis was 25%.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2007-01278. Additional information will be submitted within 30 days of receipt.